Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -03.50 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the lens tore/broke during injection into the eye. The lens was not exchanged for another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4).